Manufacturer narrative:
MDR 3003442380-2024-02861- device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported by the patient that five cannulas are bent within one hour of use. No further information was available.